Event description:
It was reported that during a coronary stent procedure in a very tortuous right coronary artery, the physician attempted to direct stent with another manufacturer's stent and was unable to cross the lesion. The physician then attempted to load a maverick balloon catheter on the wire to pre dilate and the wire fractured. The wire was removed without incident. No patient injuries or complications occurred.